Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had a buttons not working issue, crack by battery cap, non delivery messages, insulin flow block errors, batteries dying, scratches, motor errors, reject batteries and cracks. Troubleshooting was not performed and no further information was provided. No harm requiring medical intervention was reported. It was unknown whether the customer continued to use the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received without a battery cap. Installed a test battery cap and continued testing. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08690 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. All buttons functioned properly, no unexpected insulin flow blocked alarms, battery failed alarms (rejecting batteries), motor errors, or battery-related errors were noted during testing. Successfully downloaded the trace and history files using thus. A review of the pump history file reveals: no battery failed (failed batt test) alarms on or close to (within 1 week) of 1/4/2024 (event date). Low battery alerts are more than 1 week apart (i.e. 1/1/2024, 1/12/2024, and 1/27/2024). On 1/1/2024: low battery alert (13:07), change battery fault (replace battery) alert (22:38), and off no power (replace battery now) alarm (23:09). On 1/4/2024 (event date): two (2) no delivery (insulin flow blocked) alarms, listed below: on 1/04/2024 00:25 alarm alert notification fault number: no delivery (7) during a bolus wizard delivery. On 1/04/2024 00:26 alarm alert notification fault number: no delivery (7) during a bolus wizard delivery. The pump was cut open and the keypad overlay/button dome switch layer was removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. Moisture damage was found on the electronic assembly, vibrate harness assembly, and inside the battery tube. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment, stained and fading serial number label faded end cap address label, and pillowing keypad overlay. Unable to verify battery cap damage due to the pump being received without a battery cap. The pump passed all functional testing. No unexpected insulin flow blocked alarms or motor error anomalies noted during testing. Insulin flow blocked alarm and motor error anomalies are not confirmed. There were no excessive or unusual power/battery-related alarms noted in the history files. Charge/battery lasts less than expected and failed batt test anomalies are not confirmed. Unresponsive keypad is not confirmed. Cosmetic damage is confirmed. Battery cap damage is unknown due to the pump being received without a battery cap. Moisture damage was found during a visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.